Manufacturer narrative:
The investigation for the high purge pressure has been completed. Data logs were reviewed which showed high purge pressure with purge pressure steadily increased and purge flow decreased in the last 8 days of support until it triggered high purge pressure alarms. There were several suction alarms during the days leading up to the rise in purge pressure and no significant motor current spikes during the rise in purge pressure. According to the data logs, there was heparin in the purge for only the first 4 days of support. It is unknown if heparin was administered otherwise. The gradual increase in purge pressure most likely indicates a gradual buildup of biomaterial in the purge gap. The root cause of the high purge pressure was most likely biomaterial. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ g1-corrected MFR site name and address.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant had a console alarm/failure occur after removal. The console displayed a controller failure. There was no noted harm or injury. The event is a reportable malfunction. Later in review of the automated impella controller logs at abiomed the engineering team discovered high purge pressure alarms noted on the console with the pump support.